Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the compressor is locked up. Associated malfunction for this device: sieve beds contaminated, 4 way valve contaminated.